Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form and opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-25470. The patient has two leads from the same lot number. It was reported the patient wants to undergo surgical intervention to explant her scs system due to ineffective stimulation and uncomfortable overstimulation. Diagnostics revealed low impedances. Reprogramming attempts did not provide resolution and x-rays were taken.